Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. The investigation found a damaged and loose fresh gas pressure transducer tube which was replaced. A received image confirms the damaged transducer hose. We have not been able to determine when or how the pressure transducer line/tube became kinked. A correction of field # d1 brand name and # d4 version or model # were needed. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c40. D4 ¿ version or model # - previous version or model #: flow-I c40, corrected version or model #: (B)(4). The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test failure during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).